Event description:
It was reported that 100 bd syringe 0.3ml 31ga 6mm had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer stated that there is excessive silicon oil inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-01. H6: investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot # unknown. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (91) loose 3/10cc, 6mm syringes. Thirty out of 91 returned syringes were tested and 21 out of 30 tested samples exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Root cause for this defect cannot be determined. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 100 bd syringe 0.3ml 31ga 6mm had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer stated that there is excessive silicon oil inside the syringe.